Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blank display anomaly on the insulin pump. The customer stated that he had trouble with replacing the battery and the insulin pump was not turning on. Troubleshooting was performed for the blank display. The customer stated that the screen is currently blank and one of the two caps is missing or damaged. The insulin pump will not be returned for analysis.